Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: synergy ous mr 4.0 x 16mm stent was returned for analysis. The stent had detached from the balloon and was returned for analysis on a mandrel, with the stent protector and without the stent delivery system (sds). A visual examination of the stent found the stent damaged; some struts were stretched and distorted from centre to within three struts on one end of the stent. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. The product stent protector was returned for analysis with the device and the inner diameter (ID) was measured and within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 16 synergy drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent was not mounted on the balloon. The stent cap was checked and the stent was found dislodged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 16 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during unpacking, it was noted that the stent was not mounted on the balloon. The stent cap was checked and the stent was found dislodged. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.